Event description:
It was reported to ge that the collimator detached and fell. Apparently, the locking screws had backed out allowing the retaining ring to unscrew and permit the collimator to fall. The collimator was repaired and put back into service.